Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 5 pm with a high blood glucose level of 23 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer delivered two boluses with the bolus wizard and programmed a bolus with carbs and may have over compensated the carbs she entered for the bolus programmed. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.